Manufacturer narrative:
Fields updated: d9, h2, h3, h6, h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reported failure mode could not be reproduced. No abnormalities were found in the investigation of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device initial activation takes longer than anticipated. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device initial activation takes longer than anticipated. There were no reports of patient involvement.